Manufacturer narrative:
B3: unknown; no information has been provided to date. Device evaluation: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device fails occlusion by 29.05psi. The event happened during testing.

Manufacturer narrative:
D9 - product received date 7/22/2025. H3/h6 - test data. One device was received for evaluation for the complaint that the device fails occlusion by 29.05psi. The review of event log found that it was short due to the coin cell dying in the past. The review of service history found that the unit has not been in before. The visual and functional testing was performed. The complaint could not confirm with dso pressure test and the downstream occlusion (dso)/ upstream occlusion (uso) sensor calibration was performed. The pump unit reset to the standard configuration and passed all performance verification testing.